Event description:
A customer reported her blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port. The customer did not reportedly install new batteries and her meter was not working since (B) (6) 2009. Although the customer reported she was using the neighbor's meter (unknown brand), it is unknown if the customer received a reading prior to the event and if she was self-treating based on readings received on that meter. The customer additionally reported she experienced symptoms of dizziness and the paramedics were called, but she could not recall if she received any treatment. The customer was reportedly transported to a health care facility where she was diagnosed with severe hypoglycemia and treated with a "sugar" intravenous medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed. Note: adc customer service educated the customer on how to replace the meter batteries.